Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2012 at approximately 2pm. Approximately 3 hours prior to the alleged issue, the patient was reportedly experiencing symptoms of "thirst, headache and frequent urination." The patient manages her diabetes with insulin through pump therapy. No form of medical treatment was sought as a result of the alleged issue. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were used. The battery did not need to be replaced based on the meter specifications for use. The alleged issue remained unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.